Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that "the proximal parts are charred, which creates sparks during their use". According to further received information there was a surgical delay of less than 15 minutes, but the procedure was successfully completed and there was no affect on a patient, user or third.

Manufacturer narrative:
This notification (B)(4) is closed. New information was received stating that only two devices were involved in two separate events. These events are reported under karl storz reference numbers (B)(4), with mdrs 9610617-2024-00059 & 9610617-2024-00063."